Event description:
Related manufacturer reference# 1627487-2019-07901.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-07901. It was reported the patient experienced a cerebrospinal fluid leak during a drg trial. It was stated that the patient later reported a headache. As a result, the leads were explanted and a blood patch was performed. The patient recovered well. Surgical intervention resolved the patient's issue.